Event description:
The shielded delclos mini ovoid applicator was used for a brachtherapy application. Upon initial loading of both right and left source carrier with cesium, the left bracket detached from the handle with the pin falling out onto the floor. Medical dosimetrist found the minute pin and replaced it into the handle/bucket junction.